Event description:
The info provided by the distributor indicates: surgeon name: dr (B)(6). Date of surgery: (B)(6) 2012. Per territory MFR, the dr was using the code m511 and the horizontal kept binding up. They currently have on the pt just holding together until another one can be shipped out and put on the pt. The surgery was 1 hour prolonged. No other info have been made available. (B)(4).

Manufacturer narrative:
The device is still on pt and therefore, not available for the technical investigation. Unfortunately, no info about the lot involved is available, therefore, it is not possible to perform any technical investigation. Clinical eval: the few info available on the case was sent to our medical evaluator who evidenced that 1 hour delay of the surgical procedure could be clinically significant under certain circumstances. The conclusion of the clinical eval is that we cannot say whether the extra operating time was significant or not without more info. Orthofix (B)(4) has requested to the distributor involved pt's details including an update on the current health condition and copy of the pre and post operative x-rays and the device availability for the technical investigation. Unfortunately, this info has not yet made available. As soon as further info and/or the results of the technical investigation will be available, orthofix (B)(4) will provide you with a f/u report. Orthofix (B)(4) continues monitoring the devices on the market.